Manufacturer narrative:
(B)(4). Damaged olive button latch. The analysis results found that the (B)(4) device was returned in good visual condition, the device was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. In addition, one latch of the olive button was found to be broken and missing; however, this finding is not related to the incident reported. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was leaking during the case while using the 10mm camera through the device. The leaking eventually stopped when the scope was re-positioned. Another device was used to complete the procedure. No adverse consequences reported.